Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse replaced the buffer valve to resolve the issue. (B)(6). The beckman coulter internal identifier is case-(B)(4).

Event description:
A customer in (B)(6) reported the generation of erroneously high ise (ion selective electrolytes) results on their au5800 clinical chemistry analyzer. There was no report of change to patient treatment in association with this event. There were no reports of calibration issues prior to this event. The customer did not provide any data or examples of the erroneous results.